Event description:
Dr inserted the scope into the ankle and noticed a 1/2 moon when he looked through. It was cloudy, so the case was called off and rescheduled.

Manufacturer narrative:
Product received; investigation initiated. The scope was visually inspected with an eye loop. The half moon/cloudy picture, the account is verified. This is caused by a loose negative lens inside the short system. Probable cause is a blunt force applied to the shaft or distal tip dislodging the component.